Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. The reporter stated the last time the pump had power was on (B)(6) 2012. It was noted that after a battery change the pump was beeping and would "light up", but does not power on. There was reportedly no damage noted to pump. The reporter denied damage to the battery casing or battery cap. It was indicated at a later time; the reporter tried several new batteries and stated the display screen was still blank. There was no patient impact associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting and due to the allegation that the pump had a power issue. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed that the pump failed to power on. A leak was found in the battery compartment. The pump was opened and moisture damage was observed on the internal components and the circuit board.